Event description:
Procedure type: unk. According to the reporter: when the device was inserted, the tip of the trocar did not retract after perforating the peritoneum. There was no report of impact to the pt. A new instrument was used to complete the procedure. No pt injury was reported.